Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with an 8f sheath. Reportedly, the device was deployed, and the suture was cut. A sense of discomfort was noted right before the end of the procedure. A contrast angiogram was performed and revealed a complete occlusion. An endovascular therapy (evt) guidewire was crossed, followed by dilation with a non-slip element (nse) balloon. A thrombolysis in myocardial infarction (timi) score 3 flow was obtained (complete perfusion); however, a dissection was observed via an intravascular ultrasound (ivus) and angiogram. Therefore, a stent was deployed. Proper patency and blood flow were achieved. Per physician, the prostyle device caused/contributed to the occlusion. A clinically significant delay in the procedure was reported. No additional information was provided.